Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2021 by arthroscopy, sports medicine, and rehabilitation titled ¿five year follow up of retrospective cohort comparing structural and functional outcome of arthroscopic single-row versus double-row suture bridge repair of large posterosuperior rotator cuff tear in patients less than or equal to 70 years¿. The study reviewed forty-eight (48) patients who underwent shoulder procedures using arthrex swivelock to treat rotator cuff lesions. One (1) patient experienced a complete tear during the seventy-four (74) month follow-up period. Ref: pandey, v., et al. (2021). "Five year follow up of retrospective cohort comparing structural and functional outcome of arthroscopic single-row versus double-row suture bridge repair of large posterosuperior rotator cuff tear in patients less than or equal to 70 years." Arch bone jt surg 9(4): 391-398.